Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed fridge. The customer stated that this malfunction caused a delay in dispensing medication to patients and remove medications from another station. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es system had failed fridge. The customer stated that this malfunction caused a delay in dispensing medication to patients and remove medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-nov-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the refrigerator was failed. A field service engineer (fse) opened the remote manager housing to inspect the latch and wiring. The latch and housing were realigned, and the user successfully recovered the failure. A hardware test application acceptance test was performed for the remote manager, and the results confirmed that the test passed. Additional hardware tests were run to verify proper functionality after the inspection, and all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.